Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system developed an infection 6 weeks post implant. The system was explanted. Oral and intravenous antibiotics were administered prior to, during and following the explant procedure. The physician reported that the patient¿s condition of diabetes and hygiene could have contributed to the reported event.